Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the limited information provided and a conclusive cause for the reported ¿abnormality was found in the device¿s link¿ could not be determined. It may be possible that the foot was inadvertently deployed while advancing the device over the guide wire during attempt to insert into the patient anatomy. Premature or inadvertent deployment of the foot would cause the link to deploy and become loose and could be what was meant by the reported ¿abnormality was found in the device¿s link¿. However, without the device returned for analysis, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, while inserting the guidewire, an abnormality was found in the device¿s link. Therefore, the device was removed and replaced. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.